Event description:
It was reported that during an internal iliac embolization treatment procedure, a tip fracture occurred. The target lesion was located in the iliac artery. A non bsc coil and .018" non bsc guide wire was being used with a fastracker 135cm/12cm microcatheter. Intermittent flush was being maintained. During removal the tip of the microcatheter fractured in two pieces. Everything was successfully removed from the patient. The procedure was complete with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was received and visual inspection noted blood within micro catheter and a shaft fracture. The catheter was dimensionally inspected. All dimensions were found to be within specification. A functional test was not possible due to the large amount of blood within the micro catheter shaft. A visual/microscopic exam revealed the distal shaft was detached from the proximal. The most probable root cause is related to user issues. The dfu states continuous flush should be maintained. Continuous flushing directions in the dfu were not followed. (B)(4).

Event description:
It was reported that during an internal iliac embolization treatment procedure, a tip fracture occurred. The target lesion was located in the iliac artery. A non bsc coil and .018" non bsc guide wire was being used with a fastracker 135cm/12cm microcatheter. Intermittent flush was being maintained. During removal the tip of the microcatheter fractured in two pieces. Everything was successfully removed from the patient. The procedure was complete with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).